Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a blank display. The customer's daughter stated they were changing out their insulin pump when they kept getting an error message, then the display went blank. The customer's blood glucose was 160 mg/dl. It was also found the customer's blood glucose reached 400 mg/dl because they had been without insulin for one night. No additional information provided.